Event description:
It was reported that the patient experienced positional phrenic nerve stimulation from the left ventricular (lv) lead. Computed tomography (CT) confirmed heart remodeling, and the physician suspects the phrenic nerve stimulation was the result of the remodeling and not lead movement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 6947m implantable tachy lead implanted 2012-(B)(6), 5076-52 implantable pacing lead implanted 2012-(B)(6). (B)(4).